Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(6). Case status: open. Summary: 8100 patient side occlusion fail. Case notes: problem description, (B)(4). Customer called due to an 8100 constantly failing the patient side occlusion test performing preventative maintenance using alaris systems maintenance. First I had the customer load a set then refresh asm. Doing this did not correct the fault. After that I had the customer perform the analog sensor test. The test would not run. Possible fault due to logic board. Customer asked if they should try replacing the pressure sensors. Informed the customer the problem is most likely due to the logic board. Recommended sending in for repair. Customer will create a po. No patient involvement. Serial number: (B)(4).